Event description:
Manufacturer representative reported patient presented with open wound infection over ipg. The device was not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.